Event description:
It was reported that the user experienced ongoing hypoglycemia while using the ilet, and support requested a call to perform a factory reset and collect blood glucose questionnaire information related to low readings. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included the need for troubleshooting and additional user guidance. Investigation included customer interview to obtain blood glucose questionnaire details and device troubleshooting with a factory reset. Investigation of this case revealed that the cause of hypoglycemia remained unclear, and no alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was not determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.